Manufacturer narrative:
The price quotation for the repair of the device, which had initially been rejected, was later approved by the customer. After replacing the system pcb assembly and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control further evaluated the replaced system pcb assembly and the cause of the reported issue was determined to be due to water infiltration that had corroded the pcb.

Event description:
The customer contacted physio-control for service on their device. Upon initial evaluation, physio-control observed that the customer's device was unable to complete the boot-up cycle in order to power on. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer rejected the provided price quotation for the repair. The device was subsequently returned to the customer without repair. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control for service on their device. Upon initial evaluation, physio-control observed that the customer's device was unable to complete the boot-up cycle in order to power on. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.